Event description:
Reporter indicated a vns pt passed away and the cause of death was metastatic colon cancer. The patient's devices were returned to the manufacturer and are pending product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.